Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt failed incoming testing, upon eval, the trunk connector was cracked and the front pulse wire was open inside the trunk cable. The cause of the check belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the open wire. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant check therapy pad alarms. The pt was issued a replacement electrode belt.